Manufacturer narrative:
Investigation: visual inspection revealed that the scope wash tubing had detached from the c-ring and was received separately. The tip (about 2 cm) was bent. There was no evidence of blood. Based upon the visual observations, the reported complaint for "c-ring detached" was confirmed as a scope washer tubing break. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 plastic upward pointing tip broke upon first attempt to use. The device was received on (B)(6) 2011 and it was found that the scope wash tubing had broken. This was also written on a note received with the product, confirming that the piece detached in the leg was retrieved from the original incision. A new kit was used to complete the procedure. There were no patient effects. The product was returned.